Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported the ins was non-functional. The device was overdischarged due to lack of use. A power on reset (por) x 3 was performed and the issue was not resolved. Replacement was planned but not scheduled. No patient symptoms were reported. No further complications were reported/anticipated.